Manufacturer narrative:
A visual examination of the returned capio slim revealed that the carrier is stuck in the cage and the cage to be damaged. The carrier was actuated with the suture, it extends and the needle entered in the slot, however it does not retract. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that since the issue occurred during preparation, the most probable root cause of this event is handling damage since the complaint was caused by handling of the device during unpacking, preparation, or procedure.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the capio carrier with the needle got stuck inside the capio cage and would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of carrier would not retract. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the capio carrier with the needle got stuck inside the capio cage and would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.